Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Device evaluation: an actual sample was received, the actual sample was visually inspected & functionally tested, and according to the results achieved, the sample works properly w/out issues, defects or alarms, hence the complaint is deemed as unconfirmed. DHR review was performed on the potential related lots. No nonconformance reports or other abnormalities were found during the assembly of these lots. The product involved met current specifications.

Event description:
A registered nurse reported a peritoneal dialysis patient was found unresponsive by family & emergency medical services (ems) were called. The patient was connected to liberty cycler at the time of the event. Ems arrived & found the patient in asystole and delivered epinephrine w/return of spontaneous circulation. A differential diagnosis of cardiac arrest was made, the patient was treated w/insulin & calcium & glucose w/out return of cardiac activity. The patient was pronounced expired & the medical examiner was contacted.